Event description:
Patient in another country was implanted from o-c5 with summit si system. After the surgery, the screws placed in the occipital were found to have backed out; patient was revised. Device 1. See also 1526439-2008-00043.

Manufacturer narrative:
Product has not been returned at this time. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.